Event description:
It was reported that the patient experienced an embolic stroke. An enroute transcarotid neuroprotection system was selected for use in a left transcarotid revascularization (tcar) procedure. The procedure was completed successfully as planned with no device issues. Following the procedure, the patient initially woke up unable to move his right limbs. By the time he reached the post-anesthesia care unit (pacu), he had regained movement in both right limbs. The following morning, he exhibited slight altered mental status (ams) but was able to follow commands and move all limbs. No intervention was performed. The patient was expected to fully recover.

Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) # for this product. All available product data has been included in this report.